Event description:
Per the report received from italy, a patient with a 11500a23 valve implanted in aortic position was placed under consideration for a valve-in-valve procedure due to valve calcific degeneration leading to restricted leaflet mobility and severe stenosis after an implant duration of approximately five (5) years. The patient was noted as to be asymptomatic. Reportedly, the valve degeneration was observed during routine yearly echo. An echo follow-up check-up was scheduled in the following six (6) months and final decision on treatment needs would be evaluated at that time.

Manufacturer narrative:
D6a. If implanted, give date: the implant date is known only as "(B)(6) 2020". Therefore, (B)(6) 2020 is being used to calculate the minimum implant duration. H11: additional manufacturer narrative: this report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. The device was not returned to edwards for evaluation as it remains implanted. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Calcific degeneration involves the gradual accumulation of calcium deposits on the valve leaflets. It is a disease continuum from sclerosis to chronic inflammation that leads to leaflet calcification. These calcium deposits, over time, cause the leaflets to become rigid and less flexible, which can account for failure modes such as stenosis and regurgitation. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.